Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/directions - per the instructions for use, gently pull back the device to position the foot against the arterial wall. If proper position of the foot has been achieved, tactile sensation will be felt and blood marking will cease of be significantly reduced to a slight drip. Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a peripheral stenting interventional procedure. Reportedly, a cuff miss occurred with the proglide device. It was suspected to have occurred as the physician did not pull the device back far enough before pushing the needle plunger. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.